Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was no display on the ventilator. The customer reported that there was no patient involvement.